Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular lead exhibited noise over-sensing resulting in pacing inhibition. The rv lead was capped and replaced on (B)(6) 2024. The patient experienced no consequences.